Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported their pes sparked at the power connector plug. The patient electronics device was replaced and there were adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. During the investigation, visual inspection of returned material revealed damage to right angle ext. Showing frayed wire. No other discrepancies or discernible damage to the returned power supply or power cord. Customer reported pes sparked at the power connector plug ¿ confirmed.